Event description:
We received a tyco healthcare group saline flush syringe that was contaminated. It contained orange fufuks of debris and the solution was orange. The syringe is still in manufacturer packaging. (See add'l scanned pages)